Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. The device was returned to olympus for inspection. And the reported failure was confirmed. Based on the results of the investigation. Error 224 was, due to a bad cable unit connector. The most probable cause of the complaint is component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, during preparation for use. The subject device had a very dark image and an error code e224 (communication error). The customer provided, the procedure was laparoscopic cholecystectomy. And was completed using the same set of equipment. No delay and no patient harm reported.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, during preparation for use the subject device had a very dark image and an error code e224 (communication error). The customer provided the procedure was laparoscopic cholecystectomy and was completed using the same set of equipment. No delay and no patient harm reported.